Manufacturer narrative:
(B)(4). The complaint device was returned for investigation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver data log confirmed firmware error code. The customer complaint was confirmed, however the root cause could not be determined. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.